Manufacturer narrative:
The device has been returned an evaluation completed for it. This supplemental report is being submitted to provide this information. A manufacturing and quality control review was performed for device wb91051w with lot number 14104w130002. There is no non-conformity associated with this device with respect to the described issues. The device history record review showed that the device was manufactured according to valid instructions and met all specifications. The customer issue was the occurrence of error message e433. Upon inspection and testing the error message e433 could not be duplicated. Additionally, damage to the front panel was also reported. Error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between high voltage power supply (hvps) board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. Presently, an in-depth investigation of the hvps boards with error message e433 is being carried out by research and development. Any error messages that may appear are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application.

Manufacturer narrative:
Due diligence for additional information was executed. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during preparation for use, the device received an e433 error when initiating power upon plugging in the device and turning on the power. This was accompanied by a loud persistent beeping. The error continued to occur even after rebooting multiple times. The beeping did not occur at that time. There was no patient involvement. The generator cord was inspected and was functioning. It was also attempted to use a different cord but that did not work. There was no damage or abnormalities noted upon the device inspection. The connection between the cord and equipment was secure. No other device was involved as none was hooked up.